Event description:
It was reported that the insulin pump alarmed no delivery and that there had been a motor error alarm another day as well. The blood glucose reading was 161 mg/dl. The customer stated that since the night prior he had to take manual injections for insulin. He also noted that he was not sure what he was doing at the time of the motor error alarm. No significant events nor known damage leading to the alarm were observed. He was not wearing the device at the time of the call. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.